Manufacturer narrative:
H3: a partial catheter (connector and pump segment) was returned to the manufacturer. Analysis of the catheter revealed a hole/slice cut in the catheter body near the connector in addition to damage to the transition tubing. H6: the conclusion code d12 pertains to the analysis finding of hole / cut in the catheter body. The conclusion code d15 pertains to the analysis finding of damaged transition tubing, and the report of only one outflow having been observed from the six holes at the catheter tip, but no outflow from the other holes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 8781, serial/lot#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 336 mcg/day) via an implantable infusion pump for cerebral palsy. It was reported, "this was a pediatric patient who was hospitalized, but the pump was inserted in the abdomen for [intrathecal baclofen] itb therapy. The tension was strong, so it did not seem to work. The amount increased, but it was felt that the area around the pump was swollen. There were various events for this patient, and the patient also had the gastrostoma." The date of incidence of the swelling was around (B)(6) 2021. The swelling was considered not serious. The swelling was considered not causally related to the drug or programmer, and unknown if related to the catheter, pump, or surgical procedure. The outcome of the swelling could not be confirmed. Additional information was received. "Swelling was observed around the abdominal pump that was implanted from 2, 3 days ago, so there was an inquire about the presence or absence of toxicity due to leakage of this drug. It was told that the toxicity of this drug was unknown. Catheter routes were checked by x-ray images, but it was unknown. The patient was placed under monitoring for the time being." "After the pump implantation operation at the aichi children's health and medical center, the gastrostoma installation operation was performed at the reported hospital, but after that, it was said that there was an impression that the patient's condition was not well." Additional information was received. Exacerbation of contracture was reported. The date of incidence was unknown. The exacerbation was considered not serious. The outcome of the exacerbation was unknown. The exacerbation was considered not causally related to the drug, pump, or programmer, and unknown if related to the catheter or surgical procedure. On (B)(6) 2021, there was suspicion of exacerbation of contracture, so the rate of volatility was confirmed by refill; it was confirmed there was no problem with pump operability. It was indicated, "performing single bolus 50 g and 100 g was also invalid." On (B)(6) 2021, catheter contrast examination was performed, but the drug solution could not be aspirated, so it was discontinued. It was indicated, "it was effective when 50 g screening was performed by lumbar puncture." Additionally, it was reported, "when the catheter was replaced, it was suspected that the pump side catheter was ruptured and the spinal cord side catheter tip was defective, and it was speculated that this might be the cause." The attending physician's assessment indicated, "as a result of troubleshooting, it was speculated that it was due to a catheter defect." Further complications were not reported. Additional information was received. During the catheter replacement procedure on (B)(6) 2021, damage to the pump-side catheter was observed. After removal of the catheter confirmation of "the running of the spinal cord catheter with a 26g needle" was performed. Only one outflow was observed from the six holes at the tip, but no outflow from the other holes. The patient was under monitoring.